Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide # g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 6 months. The device remains implanted and the patient remains on lvad support. No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for cellulitis in a unspecified site of the trunk and a driveline infection. An antibiotic (doxycycline) was administered orally for a duration of 75 days. It was reported that the infection resolved on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. Driveline, localized, pump pocket and pseudo pocket infection are listed in the heartmate 3 instruction for use as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s infection had resolved on (B)(6) 2018. The patient¿s cultures were negative and the patient showed continuous improvement.